Event description:
A (B)(6) male patient contacted zoll customer support for an unrelated issue. When customer support reviewed the patient's previous downloads, support reported interference in the patients' automatic events which is a possible belt issue. The patient was provided with a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt (B)(4) has been completed. The reported problem (interference in patient's automatic events) has been confirmed. Upon evaluation, the trunk cable, as well as an internal green wire (driven ground), was cut. In addition, one trunk cable connector pin was bent. The cause for the damaged cable and wire cannot be positively identified but is likely a result of physical abuse. The cause for the bent pin cannot be positively identified but was likely due to the connector being forced into the monitor while the pins were misaligned. No adverse event resulted from the damaged electrode belt. The patient received a replacement electrode belt.